Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2013. The revision surgery was a result of joint laxity. In the revision, the tibial insert was revised.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. A physical investigation of the product was conducted upon receipt of the explant. Product review revealed no non-conformity and product markings were as expected. Review of the manufacturing and sterilization documentation for the explanted device revealed no deviation from process or non-conformity of product that would have caused the adverse event.